Manufacturer narrative:
Customer complaint notes, stated broken retainer ring. Device received with cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. Visual inspection shows no sign of broken retainer ring only shown cracked reservoir tube. Device passed the displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring was broken and also insulin pump was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.